Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, episodes of auto-mode switching were observed due to interference on the atrial lead. The trend showed several high, out of range impedance measurements. The physician suspected that it was an ICD problem, but elected to continue the patient on a normal follow-up routine. The patient condition is good.